Event description:
During shift check, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The possible root cause of the system error is related to the failed processor board, likely attributed to an internal component error. The autopulse platform was manufactured in december 2012; however, the processor board was last replaced in 2022 during service at zoll. There was no physical damage observed during the visual inspection. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 67120 was documented on 02 august 2022, and the processor board was replaced to remedy the system error.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error is related to a communication error that caused a latch up of the processor board. The system error was cleared using apvision3 software. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) with known-good batteries until discharged without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr (B)(4) was documented on (B)(6) 2023, and the system error was cleared using apvision3 software. Based on the correction in the investigation, the previously submitted h6 (component code) is no longer applicable.